Manufacturer narrative:
It was reported that, on (B)(6) 2006, the patient underwent fistula repair, excision of urethral diverticulum, and placement of martius graft. In addition, the patient underwent biopsy of a vaginal nodule on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystoscopy. It was reported that patient underwent cystoscopy, urethroscopy and biopsy of vaginal nodule on (B)(6) 2012 due to urethral pain.